Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-18602. It was reported the patient experiences a pulling and "dripping" pain at the lead site. The pt also experiences pain at the ipg site due to the location. The patient's mother indicated the ipg is too low. The pt desires to have her system explanted. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.